Event description:
Attorney reported: in 2006--the pt underwent surgery to repair a recurrent umbilical hernia. A bard composix kugel hernia patch was used to repair the hernia. In 2007--the pt underwent additional surgeries following the implantation of the bard composix kugel hernia patch, and on the same day had the bard composix kugel hernia patch removed. The pt suffered an incarcerated omentum, contracture of the bard composix kugel hernia patch, and required a resection of the mesh as a result of the failed bard composix kugel hernia patch. At the above surgery a bard composix e/x mesh was used to replace the bard composix kugel hernia patch that was removed. In 2009--the pt underwent additional surgeries following the implantation of the bard composix e/x mesh and had the bard composix e/x mesh. The pt suffered bowel and omental adhesions, contraction of the bard composix e/x mesh and infections as a result of the failed bard composix e/x mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2009-00344 for info related to the composix mesh e/x implanted in 2007.